Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the device to examine. It was noted the prod was implanted for approx 14-years. Based on the investigation findings, the need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.